Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right ventricular channel. Additionally, this patient experienced episodes of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Further review of the patient was discussed. This device remains in service. No further adverse patient effects were reported.